Event description:
The pt reported she is not receiving stimulation after not using her scs system for over a year. The pt states the scs system has never worked that well. The pt also reported her scs ipg causes her pain because it "flips" in her scs ipg pocket. The pt is working with her physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.